Event description:
The unit was not on a patient so no injury occurred. The rt during pre use accidentally unplugged the ventilator. When it was plugged back, they smelled smoke and the unit had a tech error.